Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their device shut off twice. The first time about a month and a half to two months ago when she realized that device was off. Sometimes she turns it off to drive and she forgot to turn it on. When she went to turn it on, it would not turn on and it was not charged. The patient was able to charge and she didn¿t think much about it. The second time it shut off, she went to bed wednesday night and noticed it was working. When she woke up in the morning, she realized machine was not on. She was caught by surprise because she had charged saturday or sunday. The patient notices that she doesn¿t feel as good as she should and realizes the device is off. The patient was concerned that she may have damaged the device. It was explained to her that the device is not damaged unless she lets it go into overdischarge and has to have it jump started. No further complications were anticipated. The indication for implant was failed back surgery syndrome and spinal pain.

Event description:
Additional information was received on 2017-04-21 from the consumer reporting that the patient weight at the time of the event was (B)(6). It was reported that the device did not shut off. The patient had not recharged in time and ran it out of charge. It was clarified that the device shutting off was never a problem. It was stated that the device was working just fine and charged just as it had from the beginning. The event was further clarified. The patient had not recharged in time a couple of months ago and it ran out of charge. The device recharged just fine and there were no issues. When the patient did it again they consulted their device manual to see if the patient was causing the battery any issue by doing this. The end result was reported to be that the patient had misinterpreted the manual information. It was reported that the manufacturer representative let the patient know that they had not harmed the battery and that the battery would have to be left uncharged for 3 months or more repeatedly to cause harm. It was again clarified that the device did not shut off. No further complications were reported.